Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: (B)(6) 2005: the patient was diagnosed with systemic uterine prolapse and underwent a supracervical hysterectomy and a sacrocervicopexy with implant of a bard/davol flat mesh. Attorney alleges unspecified adverse patient outcomes associated with use of device.